Event description:
It was reported that during the sensing test there is a ventricular sense (vs) marker with no deflection on either the near-field or far-field signal. The issue presented itself when a nurse or physician performed the test. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.